Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited oversensing of electromagnetic interference (emi). No intervention was performed. There were no patient consequences.